Manufacturer narrative:
The photographic evidence provided allowed to confirm that the power cord was damaged at the point where the cord exits the pump. Based on the consultation with the manufacturer and the service history of the involved device, the forces exerted on the power cable over the years of use may have caused stress at the mounting point. This stress could have led to damage to the internal cable insulation, which in turn resulted in a short circuit, causing sparks and an electric shock. Please note that reviewing the service history for serial number (B)(6) confirmed that the power cord had not been replaced previously. It was in use for over 8 years. The sale and service unit stated that the hypothesis is that damage may occur during the storage of the pump, as the cable could be repeatedly bent. It seems to be possible and in line with the root cause already identified. The product instructions for use 526933en_b states: "make sure that the mains power cable and tubeset or air hoses are positioned to avoid causing a trip or other hazard and are clear of moving bed mechanisms or other possible entrapment areas". Arjo recommends that the pump be serviced every 12 months. It is needed to check all electrical connections and power cable for signs of excessive wear. As per design, the pump is equipped in the cable management system that allows to the storage of the integral tube and the power cord. Sum up, the forces exerted on the power cable over the years of use may have caused stress at the mounting point. This stress could have led to damage to the internal cable insulation, which in turn resulted in a short circuit, causing sparks and an electric shock. The power cord was found to be damaged and from that perspective, the device did not meet performance specifications. There was no indication that any patient was involved when the issue occurred. This incident is reportable due to allegation of electric shock and sparks coming from the power cord.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
The pump was plugged in and turned on by a nurse. Sparks emerged from the damaged power cord at that moment. The nurse sustained an electric shock, but no medical intervention was required. The pump was immediately turned off and removed from further use. No patient was harmed.